Manufacturer narrative:
The field service representative found low gear pump pressure, which was corrected. Further investigation determined this would lead to reagent carry over and was most likely the cause of the event. Follow up confirmed the analyzer was performed within specifications since the service visit.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high alb2 albumin gen. 2 results for one patient. The initial result was >63 g/l with a data flag. The sample was automatically repeated and the result was 72.4 g/l. This result was reported outside the laboratory. The sample was repeated and the results were and >64.6 g/l with a data flag and 77.4 g/l with a decreased sample volume. The doctor complained about the reported result and the sample was tested at another laboratory and the result was 60 or 70 g/l. Electrophoresis was performed on the sample and the result was 64 g/l. The sample was also tested on an abbott analyzer and the result was 53 or 50 g/l. An additional result of 73.8 g/l on (B)(6)2017 was provided but it was unclear if this was the same patient sample. The following additional results on (B)(6) 2017 were provided but it was unclear if this was the same patient sample. Initial result of 62.9 g/l with a data flag and 70.3 g/l, initial result of 63.2 g/l with a data flag and 72.1 g/l, initial result of 62.4 g/l with a data flag and 69.7 g/l, and initial result of 64.8 g/l with a data flag and 70.5 g/l. There was no allegation of an adverse event. The reagent lot number was 235818. The expiration date was requested but was not provided.